Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the implantable cardioverter defibrillator exhibiting inappropriate automatic mode switch due to far r-wave over-sensing during the left ventricular capture test. No patient symptoms were reported. The patient will continue to me monitored as scheduled.